Event description:
It was reported regarding the patient's pacemaker that "'[t]here was a longevity estimate on (B)(6) that had given an estimate of five years, now the device is at eol (end of life).'" Also reported that the "clinic nurse [was] very upset." The pacemaker was explanted and replaced with a new pacemaker. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.